Manufacturer narrative:
Based on the claim against the product by the customer noting instrument point had been cracked and could not be removed from the trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed the instrument and found to have a broken tube extension where it meets the proximal clevis at the distal end. No pieces were missing. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding instrument point had been cracked was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The probable root cause of a broken/dislodged proximal clevis is attributed to damage from mishandling/misuse, which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument point had been cracked and could not be removed from the trocar. The trocar and arm should be removed from the patient at the same time. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that there was no damage before use.